Event description:
Customer reports a fiber leak on 1st use after preprocessing. Estimated blood loss was 250cc's. Pt given 500cc's replacement fluid. Pre-hct 34.8, post-hct 31.3. Pt had no discomfort and was alert and oriented. B/p 154/98, t 98.6f and pulse 106. No pt injury or medical intervention required.